Event description:
Broken screw interference screw broke in several places when putting the graft in the femoral tunnel. All the pieces were removed. The whole was prepped. The graft type was a allograft bone-to-bone acl graft. Yes we used a tap. Younger patient in his 20's so I'm sure bone quality was hard, but we used a tap, and the screw just shattered when it was almost fully inserted. Was broken into about 4 pieces. Tunnel size 9 graft size 9 the surgeon taped very close to the black line of the biosure tap. We used a 7mm tap with a 7x25 screw.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).